Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-(B)(6). The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10 h.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown event description per email states: "report being entered for tracking purposes only-do not have serial or model numbers. Nyicu (nursery intensive care unit) rn noted leaking at 3cc syringe buff cap during an IV hydrocortisone adminstration. Pharmacy is working to bring in a different company for 3cc syringes." The medwatch reported was received in franklin lakes on (B)(6)-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 13 april, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description per email states: "report being entered for tracking purposes only-do not have serial or model numbers. Nyicu (nursery intensive care unit) rn noted leaking at 3cc syringe buff cap during an IV hydrocortisone adminstration. Pharmacy is working to bring in a different company for 3cc syringes." The medwatch reported was received in (B)(4) on 13-apr-2020 and it reflected in the awareness date. The report was not sent to the (B)(4) until 09/17/2020.